Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and moisture damage was observed. The receiver log was reviewed and no errors were observed. The device was determined to be operating within the required specifications without malfunction. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient's father stated that prior to this event, there were no issues. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.